Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with tvh/ bso with enterocele repair, anterior and posterior colporrhaphy, vaginal vault suspension due to uterovaginal prolapsed, enterocele of posterior cul-de-sac, cystocele with bilateral paravaginal defects, and rectocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/8/2016. It was reported that following insertion the patient experienced urgency, frequency and incontinence.